Event description:
It was reported that during an orthopedic procedure on november 21, 2022, during insertion of a femoral recon nail, the threaded driving cap sheared off while engaged with the insertion handle. There was no delay in surgery, and there were no patient consequences. There were fragments generated, but they were easily removed without additional intervention. The threaded driving cap tip was retrieved from the insertion handle. No other medical intervention was required. No further information is available. This report involves one driving cap/threaded. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Photos of the item was received as well and the findings were consistent with physical device investigation. Visual analysis of the returned sample revealed that driving cap/threaded was broken from the tip, the broken fragment was returned. The device had some scratches along the shaft and several dents on the head from hammer blows. No other issues were found. A dimensional inspection for the driving cap/threaded was performed and met specifications. The observed condition of the device was consistent with the driving cap not being screwed in all the way to the aiming arm and/or being hit off-axis by the hammer. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the driving cap/threaded would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed. Dimensional inspection: conforming. Device history lot . Part #: 03.010.523-us. Lot #: 68p1021. Manufacturing site: jabil bettlach. Release to warehouse date: 18, february 2021. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.